Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was going to change the infusion set. Customer stated that they are unable to complete the rewind sequence. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.